Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and was treated with vancomycin (1 gram, route and frequency were not reported) and fortum (1 gram, route and frequency were not reported). At the time of this report, the patient was not recovering from peritonitis and their pd catheter was removed and hemodialysis was started. No additional information is available